Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a starclose se device after a left heart catheterization procedure. Reportedly, although difficulty was encountered during the deployment of the thumb advancer, the deployment was completed. After the clip was deployed and the device was removed, the clip was found deployed on the distal end of the sheath. The distal end of the sheath was kinked. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reportedly trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned fully clip-deployed. Inspection of the returned device revealed that the sheath was torn at approximately 3/4 inch from the distal end and the garage leaves were slightly bent. This indicated that the garage leaves of the delivery tubeset became disrupted during the thumb advancer deployment and shredded into the sheath. This would create resistance to advancing the thumb advancer; therefore, the reported difficulty advancing the thumb advancer is confirmed. However, as reported, the returned condition indicated that the thumb advancer stroke was complete, indicating additional force was applied. The starclose se instructions for use states: do not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device following the steps. Because the thumb advancer was advanced against resistance, the disrupted garage leaves further shredded and stretched the sheath beyond the distal end of the device. When the deployment button was depressed to fire the clip, the clip tines punctured into the distal end of the sheath, resulting in the clip being captured at the distal end of the sheath instead of being fully delivered to the arterial surface to close the access site as intended. The delivery tubeset, garage leaves of the delivery tubeset, clip loading and the exchange sheath system were inspected during manufacturing. Based on the reported information, manufacturing inspection criteria, and device analysis, the probable cause for the stretched sheath that captured the clip is advancing the thumb advancer against resistance due to a tight tissue tract. Instead of the tubeset sliding easily within the sheath, tissue compression forces may cause the garage leaves to become disrupted during the thumb advancer deployment and puncture into the sheath. Subsequently, advancing the thumb advancer against resistance could cause the sheath to elongate and capture the clip as observed. No manufacturing or quality issue was detected. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot, indicating all lot release testing met specification. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.